Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer is not performing the air removal step. Tandem clinical support informed customer that not performing air removal step is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 192 mg/dl.